Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended manufacturing investigation has been performed for the reported product, product performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformances in the same time period that relate to manufacture of that lot. All measurements reviewed are within specifications. An extended manufacturing investigation has been performed for the sensor kit. No abnormal conditions were observed for the reviewed units, nor were any manufacturing issues observed from the reviewed documentation. It was verified that the units were manufactured following the validated parameters, and the quality inspections and testing were successful. The information was gathered and reviewed by a representative of each area. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer received a sensor scan result between 2.7 mmol/l and 3.5 mmol/l. It is unknown whether the patient noticed a trend arrow on the device. Due to the low readings, personnel at the patient¿s location, bosted nursing facility, contacted the on-call doctor and recommended providing sugar and honey to the patient. The patient also managed to consume protein drinks. The patient experienced several symptoms, including anger, sadness, frustration, crying, urinary incontinence, lack of appetite, fatigue, vomiting, and periods of unawareness. The patient was admitted to the hospital around midnight on (B)(6) 2025, with a laboratory blood glucose result of 65 mmol/l. The patient was diagnosed with diabetic ketoacidosis (dka) and hyperglycemic hyperosmolar nonketotic coma (honk). The medical team managed to reduce the glucose level to 30 mmol/l; however, the patient never regained consciousness. The healthcare provider reported that the patient passed away on (B)(6) 2025 at an unspecified time. No information was provided regarding the treatments administered during their hospital stay. No autopsy report or death certificate was provided. The official cause of the death is currently unknown, and no additional information has been obtained. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.

Manufacturer narrative:
The product has been requested back for investigation and the reporter agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer received a sensor scan result between 2.7 mmol/l and 3.5 mmol/l. It is unknown whether the patient noticed a trend arrow on the device. Due to the low readings, personnel at the patient¿s location, (B)(6), contacted the on-call doctor and recommended providing sugar and honey to the patient. The patient also managed to consume protein drinks. The patient experienced several symptoms, including anger, sadness, frustration, crying, urinary incontinence, lack of appetite, fatigue, vomiting, and periods of unawareness. The patient was admitted to the hospital around midnight on (B)(6) 2025, with a laboratory blood glucose result of 65 mmol/l. The patient was diagnosed with diabetic ketoacidosis (dka) and hyperglycemic hyperosmolar nonketotic coma (honk). The medical team managed to reduce the glucose level to 30 mmol/l; however, the patient never regained consciousness. The healthcare provider reported that the patient passed away on (B)(6) 2025 at an unspecified time. No information was provided regarding the treatments administered during their hospital stay. No autopsy report or death certificate was provided. The official cause of the death is currently unknown, and no additional information has been obtained. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.